Event description:
It was reported to philips that the device "did not connect to patient." It was reported to philips that the alleged failure was observed while the device was in use on a patient. The staff was able to get another unit and no adverse patient impact was reported by the customer.